Event description:
It was reported that pump displayed malfunction alarm ¿malf 12¿ related to momentary power loss to vibrator motor, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted caller with performing pump reset, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed caller to contact support again if malfunction code appeared again.